Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Issue will be investigated by the manufacturing site.

Event description:
On (B)(6) 2017 maquet (B)(4) became aware of an incident with one of medical devices- hled surgical light. As it was stated, during preparation of the operating room, the light head fell and was left in the nurse's hand. There was no injury reported however we decided to report this issue in abundance of caution. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Maquet sas became aware of an incident with surgical light h led 700 device. It was stated that during preparation of the operation room, the cupola light-head dropped and was left in nurse¿s hand. There was no patient involved. It was established that when the event occurred, the light-head did not meet its specification and it contributed to event. In the time when the event occurred the device was not being used for the patient treatment. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported scenario has to date not lead to serious injury or worse. Root cause: in the product¿s technical information it is described that the technician needs to check the presence and correct positioning of the safety ring that is kept in place with a screw. It was reported that this screw was missing on the device. When this screw is missing then the red band under retaining ring becomes visible. In the h led user manual 01601en ed. 06 on page 39 there is an information that during the annual check which must be performed by an authorized technician the snap ring on all light heads must be checked. This to prevent the risk of light-head dropping. Also there is an information that to ensure the safety and integrity of the operation of the product all inspection, maintenance and repair operations should be performed by a maquet engineer or a trained technical support technician. However it appears the maintenance of the device involved was never performed. To conclude it was found that the event occurred as a combination of several different factors: a missing screw, the vertical motion of the ¿safety sleeve¿ feature of the device and the transition of the safety segment. All these factors appear to be linked to the lack of maintenance of the device as described in the device¿s maintenance instructions and technical information. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer reference number: (B)(4).